Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer hit some buttons and the pump kept saying sensor demo when they hit the esc button. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. When the customer got to the hospital, their blood glucose was too low to be read by a meter. Troubleshooting was completed and the customer will monitor the pump. The insulin pump will not be returned for analysis.